Manufacturer narrative:
Per the report, the hub was cracked out of the package and was not used in the patient. There is no further information forthcoming. Base on the limited information, it is not possible to draw a conclusion between the device and the event. Inspection of the returned product showed a crack in the guidewire lumen port, and dried contrast medium along the inflation lumen of the sds. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility. The exact cause of the failure reported by the customer could not be conclusively determined. Manufacturing records review was not performed because the lot number was not provided by the customer.

Event description:
The report from the field indicated that: during saline injection prep on a 3.0x28mm cypher stent outside the pt's body, the hub was noted to be cracked. Per the reporter, the package was intact and the operator was experienced. The product was not used in the pt.